Manufacturer narrative:
(B)(4). D-10 four other products with item 4160 and lot 0001839347, optivac m g2 - foreign: japan. Visual examination of provided pictures identified at least two blisters not opened. Plastic part of the blisters is melted. Visual inspection of products received confirms that the products were melted. The two carton boxes received were not open and two additional products were not in their transport boxes. All the blisters were deformed. Five products were damaged with hole in the blister, seventeen were deformed but with no hole detected. For the ones with holes, the sterility is compromised and should not been used. This has been discovered in the warehouse and it seems that the two boxes had been repackaged as another piece of tape had been stuck to the boxes and the inlays were not present in both boxes. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. Based on the available information, the reported event can be confirmed. The root cause of the reported issue is attributed to transport/storage (blister deformed due to heat). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during product inspection twenty-two blister packages were found deformed. Upon visual inspection of products received, it was notified that the sterility of five packages was compromised, with hole in the blister. No patient was involved in this event. Attempts have been made and no further information has been provided.